Manufacturer narrative:
(B)(4): information is unavailable.

Manufacturer narrative:
(B)(4). Additional information: based on the photographs provided, the tubing strained relief is observed to be detached and free floating on the catheter. However, the picture does not provided evidence of which band was implanted. Based on the implant year, the band implanted would have been manufactured prior to a design change. The design change was conducted to glue the strain relief to the locking connector. Using this glue, the likelihood the strain relief ¿coming off¿ was reduced to a very, very low level. No further investigation can be performed at this time.

Event description:
It was reported that during a removal of a velocity swedish band procedure, the connector had moved its way down to the band. The band was removed. Primary surgery performed in 2008. There were no adverse consequences for the patient reported.